Event description:
The contralateral pullwire caught on the hooks of the superior attachment system upon jacket retraction. This was resolved with use of a guiding catheter. The device jacket was difficult to retract.